Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018¿ guide wire in the mild tortuosity anatomy resulted in the noted multiple stent sheath kinks and the noted bent jacket resulting in preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported difficult or delayed activation. As reported, the physician pulled the delivery sheath back, which released the remainder of the stent without issue at the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with mild tortuosity. The 6x80mm abs pro vascular self-expanding stent system (sess) was advanced on a 0.018 guide wire (gw). Halfway through stent deployment, the thumbwheel became stuck; therefore, the physician pulled the delivery sheath back, which released the remainder of the stent without issue at the target lesion. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.